Event description:
Could not get a magnet response during a transtelephonic check and rate was in the 40's (bpm). Brought the pt into the office and tried interrogating with a 1000 programmer, but could not establish telemetry. Tried an ics 3000 and it went to the generic protos screen and then a message appeared saying there was excessive current drain and that device was operating in a secure backup mode. Could still not get a magnet response or any signs of pacing. Intrinsic rate was in the 30 to 40 bpm range. Nurse was able to view parameters and outputs were at 3.6v@0.4msec in both chambers. Transtelephonic checks on this pt in the past had been ok. Nurse didn't have access to previous in-office checks to compare battery/lead telemetry data. Recommended explant.